Event description:
Pt reported significant pain at all times at 1 year follow-up on 8/6/97. Radiographs taken showed loose femoral component. Stem and also femoral head (cat. No 6284-5-128) were revised.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures and/or pt bone quality/ingrowth.